Event description:
The following has been reported: writer went to CT with patient, rt, ua and resident as patient is unstable and critically-ill. When patient got transferred to the CT table, patient's norepinephrine infusion alarms air in line. Writer press the silent button and arrow sign as previously taught that stop the alarm but after 2 seconds, it says occlusion then pump failure. Staff was unable to restart infusion immediately as it keeps of beeping pump failure even with multiple attempts. Patient's blood pressure in the meantime keeps on decreasing as patient is on a high dose of norepinephrine infusion (0.4 mcg/kg/min) and the resident kept on giving phenylephrine; code blue has been called because the map maintains to be in 45 even we restarted the norepinephrine on a different fk pump at a higher dose. About 5 minutes after the code team arrival, patient had a cardiac arrest with 6 minutes of CPR then rosc has been achieved. After the CT-abdo, patient went back to micu with the whole code blue team. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.